Event description:
Water tested and primed at 0700. No leaks found. The pump was pushed up to the operating room table a few hours later. No leaks or puddles on floor. Patient on pump. Approximately one hour later no leak found after going on bypass. Subsequently, fifty-two minutes later a leak was noticed. Surgeon notified a few minutes later regarding leak. After all connections and exam of thermistor probe and oxygenator, the source of the leak found. A decision was made to change out oxygenator, and shortly afterwards the decision was made to not change out the oxygenator due to only doing cbag and cancelling the av replacement. Per cardiologist, for reasons other than leak, we felt the amount of blood loss (800 ml) and infection risk out weighed changing out the oxygenator at this point in case due to change in procedure. The doctor agreed with the perfusionist and we finished and came off cardiopulmonary bypass with leaky oxygenator. Per hospital, the manufacturer contacted local sales rep to pick up defective product for evaluation.